Manufacturer narrative:
The initial reported event of high superior vena cava (svc) coil impedance and that the right ventricular (rv) lead was capped and replaced was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead as the svc (superior vena cava) impedance measurement was out of range. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead had a fractured superior vena cava (svc) coil.